Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device. Upon interrogation, a fault code was observed. The field representative recommended device replacement due to the fault code. The patient and physician agreed to replace the device that day. No adverse patient effects were reported. A copy of the device memory was submitted to boston scientific for engineering evaluation, even though the device was expected to be returned for laboratory analysis.

Manufacturer narrative:
Engineering review of the device data confirmed the low voltage fault (fault code 1003) had occurred on the date the patient first reported hearing the beep tones. The battery voltage was 3.023v, indicating device therapy was not affected. This report will be updated upon return and completion of laboratory analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.